Event description:
It was reported that the device was unable to be interrogated via bluetooth. Multiple merlin programmers and bluetooth dongles were tried, but the problem persisted. The device is anticipated to be explanted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.